Manufacturer narrative:
"Health effect - impact code" should have been "2199 - no health consequences or impact" rather than "4625 - additional surgery". "Type of investigation" should have been "4114 - device not returned" rather than "4118 - type of investigation not yet determined" "investigation findings" should have been "3221 - no findings available" rather than "3233 - results pending completion of investigation" "investigation conclusions" should have been "4315 - cause not established" rather than "11 - conclusion not yet available"

Manufacturer narrative:
This report is to retract (B)(4), submitted on (B)(6) 2021. New information received notes that the implantable cardioverter defibrillator (ICD) was explanted solely due to elective upgrade. There was no allegation of malfunction on the ICD.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. Information regarding the cause of explant and patient condition was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to convert rhythm issue was observed on the device. It was noted that in (B)(6) 2016, the patient experienced presyncope with unsuccessful defibrillation shock. The patient had ventricular flutter/ventricular fibrillation leading to an appropriate shock. The shock did not immediately convert the rhythm, but it was self-terminated in ten seconds later. Drug was prescribed. In (B)(6) 2018, remote transmission iegms showed ventricular tachycardia (vt) storms. The device delivered three successful and one unsuccessful shocks. The patient presented in clinic for a follow up. It was mentioned that during sexual intercourse two weeks prior, the patient received three shocks from the device. No patient consequences were reported. The patient would continue with drug prescription. The patient¿s condition was stable.

Event description:
Related manufacturer reference number: 2938836-2020-02486.